Manufacturer narrative:
The valve was patent and passed siphon, reflux and leakage testing. The valve met specs for pressure/flow and preimplantation testing. The conditions of the complaint could not be reproduced in the lab. A review of the manufacturing records was not possible as the lot number was not provided. All of our valves are 100% tested at the time of manufacturer.

Event description:
The pt's hydrocephalusdid not turn around, so the valve was replaced due to occlusion.